Manufacturer narrative:
The manufacturer is unable to perform any investigations as no further information is available and the device is not available. Structural valve deterioration is a known inherent risk of failure for biological valves however, at this time the root cause cannot be established. Device evaluated by MFR: device not available.

Event description:
A patient was implanted with a mitroflow lxa on (B)(6) 2014. On (B)(6) 2018 the valve was explanted due to premature degeneration. Medical records reports premature stenosis, with evidence of svd. Patient was not able to recover (permanent injury).